Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values four days after the sensor was inserted in the abdomen. The patient experienced nausea, heart palpitations and headache. At an unspecified time of the event the patient took the measurements because her symptoms did not match the cgm. It was noted that the cgm was reading 95 mg/dl and the blood glucose reading was 300 mg/dl. The patient transported herself to the hospital, where nurses treated her with insulin injections. The patient recovered and was discharged the following day. At the time of the report, the patient was ok. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.